Manufacturer narrative:
Product in complaint was returned to zoll on 09/23/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon power up. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the head restraint wire was cut/broken, the front and bottom enclosures were cracked and the battery lock was bent. The physical damages found during visual inspection are not related to the reported complaint. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 3/2010) or mishandling of the platform. A review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. However, multiple ua7 faults were observed on (B)(6) 2014. Functional testing was performed and the reported complaint was confirmed. The ua7 fault was observed upon power up of the platform. It was found that a load cell single point was at fault. Based on the investigation, the parts identified for replacement were the front enclosure, top cover (for the head restraint wire), load cell single point, bottom enclosure, and the battery lock. In summary, the reported complaint was confirmed based on the archive review and functional testing. The fault was found to be due to a defective load cell. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.